Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the events occurred between (B)(6) 2024. E1: initial reporter phone no. (Additional number): (B)(6). The lot was manufactured between december 7, 2023 and december 8, 2023. Two (2) devices were received for evaluation with 107ml and 108ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates of the devices were found to be within specification. The reported condition was not verified. The devices was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) large volume infusor under infused during infusion. It was observed that there was remaining medication within the devices at the time of the expected therapy time was completed. It was also observed that the devices would take longer than the expected therapy time to complete the medication delivery. This issue was described as, ¿are always 85-90% infused¿ and ¿left one running (after disconnecting it from pt and it was still running 3 hrs later which means a total of 27 hrs)¿. These contained benzylpenicillin 14400mg in 240ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.